Event description:
The customer had misread her meter when she saw 75. She did not realize her meter was in mmol/l. She had read 7.5 as 76mg/dl. She was not feeling well and thought this was due to a drop in sugar. She had some juice and her sugar came back up. The customer did not receive any medical care. Customer service helped her to change the meter back to mg/dl. The test strips that the customer had were expired. She also did not have any control solution or a check strip. Customer service advised the customer to return her meter. They will replace meter and send new control solution, check strip, and sample strips.